Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have been in a rainstorm and insulin pump was in his pocket and got wet. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.